Event description:
Following a stent procedure, a hemostatic device was placed and hemostasis was achieved. However, some light oozing was noted several hours following device deployment. A pressure dressing was applied, and no further bleeding was noted. The next day the patient experienced left sided weakness which consisted of some left hand movement deficit that seemed to reduce over the course of several hours. A tia was suspected. The physician noted a hematoma; the physician was able to rule out the presence of a pseudoaneurysm, and confirmed that the patient had a hematoma only. The patient was listed in stable condition at the time of last report.